Manufacturer narrative:
Per tandem user guide: the transmitter battery will last 90 days. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent loss of connection issues occurred between the transmitter and the pump. Reportedly, the transmitter battery was expired. Customer replaced transmitter to address issue. No additional patient or event information was available.